Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: name of the index surgical procedure: suture of trauma. The diagnosis and indication for the index surgical procedure? Trauma. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please provide anti-inflammatory medication name and route (i.e., topical, oral, intravenous). Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent surgery for trauma on (B)(6) 2020 and suture was used to sew the wound. On (B)(6) 2020, the patient was found to have erythema and inflammation around the wound. The patient had suture replaced with a new one and anti-inflammatory treatment. No additional information could be provided.